Event description:
Additional information was received and states that; the patient underwent cranioplasty in the hospital on (B)(6) 2018, due to "left frontotemporoparietal skull defect after cerebrovascular malformation surgery". The product of 421.535 was implanted during the operation. The operation went smoothly. The postoperative treatment and the patient's condition were unknown. The patient became unconscious after undergoing cerebrovascular malformation surgery and has been in a coma state before the cranioplasty and continues to date. On (B)(6) 2024, the patient was found to have an abnormally protruding scalp at the surgical site, and the clinical diagnosis revealed titanium mesh breakage. At present, the patient has not undergone the second surgery, and the broken titanium mesh was not removed. No subsequent adverse events were reported.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post-market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history review (DHR): part # 421.535, supplier lot # h441454, synthes lot # h441454, release to warehouse date: 11-nov-2017. Manufactured by: synthes monument. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent cranioplasty in on (B)(6) 2018 and the mesh was implanted. The titanium mesh was observed to be broken on (B)(6) 2024. The patient is currently unconscious and may require a second surgery. No further information is provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.